Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The valve was visually inspected; no defects noted. The position of the cam when valve was received was 170mmh2o. The valve was hydrated. The valve was tested for programming and the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, and the valve passed. The valve was leak tested and no leaks noted. The siphon guard was tested and passed the test. The valve was reflux tested and the valve passed the test. The valve was dried. The silicone was cut just after the valve mechanism. The cam mechanism was moved. The valve was retested for programming and the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the base plate. The cam magnets were controlled, and the magnets failed. The root cause for the programming problem is due to the abnormal polarization of the valve magnets was probably caused by an exposition of a too strong magnetic field, as well as biological debris found on the cam mechanism. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be reprogrammed and was revised. The initial setting was unknown. MRI images were taken at (B)(6) memorial hospital on (B)(6) 2019. It was reported that the surgeon was not able to change the pressure since that time. From (B)(6) 2019, the patient had difficulties with walking and incontinence were confirmed to be worsen. Therefore the surgeon attempted to change the setting, but the setting could not be changed. The valve angiographic images were taken, the surgeon suspected malfunction of shunt. Therefore a revision surgery was performed on (B)(6) 2019.